Event description:
It was reported that (B)(6) of an abbott medical optics (amo) (B)(4) clinical study experienced a capsular tear, posterior capsulotomy and subsequent vitrectomy during surgery, on his/her right eye on a tecnis zcb00 intraocular lens (iol). The patient was exited from the study at the time of surgery. Per the operative report,''during the insertion there was a sudden expulsion of the (zcb00) lens from the injector and there was a small capsular rent (tear) temporally" the intraocular lens (iol) was removed and the subject then received an alternate, non-study, marketed lens. Follow-up data was provided on this subject from six weeks following their last study visit (prior to exit).there were no ocular symptoms or medical findings noted and the subject was happy with his/her vision. The uncorrected distance visual acuity (ucdva) was 20/25 and best corrected distance visual acuity (bcdva) was 20/20.

Manufacturer narrative:
Follow-up information : it was stated initially by the surgeon that the lens caused the capsule tear; however, follow-up with the surgeon indicated that he attributed the capsule tear to the cartridge. The facility is not certain as to the location of the cartridge. The cartridge was not returned for evaluation. (B)(4) - cartridge. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, an additional supplemental report will be submitted.

Manufacturer narrative:
The lens was not received for analysis. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.